Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that he worked with a manufacturer representative in (B)(6) of 2016 to bring his system back up. The rep suggested using sticky patches when recharging. Sticky patches were ordered.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported there was poor communication on the patient programmer (pp). The patient was not able to connect to his implant using either his implantable neurostimulator recharger (insr) or pp. The patient had stopped using his implant some time last winter because it was not hitting the high area of where the patient needed the stimulation. The patient had a rechargeable device, but was not able to communicate with the insr. The patient's last successful recharge session and the last time the patient felt stimulation was last winter, approximately (B)(6) 2015. Additional information received from the patient reported the circumstances that led to the stimulator not hitting the high area included the "unit" had difficulty reaching the hip area. The patient noted that it did good for the legs at first then appeared to get weaker. Steps taken to resolve the issues included the unit being reprogrammed twice, then the electrodes were repositioned. The repositioning helped focus on the hip area but required charging more often. Charging times got longer but the unit became less effective.

Event description:
Additional information was received from the patient. It was reported that unlike the trial stimulator, the current implant require more intensity to get desired effect. The patient also reported that when the stim was increased, it would spread to their abdomen, the left side, and to the mid back. The stim would be lowered to conserve the battery but the patient would charge the implant more often to get the desired effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.